Manufacturer narrative:
(B)(4). B5: additional information d10: device availability- additional h2: additional information/device evaluation h3: device evaluated by manufacturer ¿ additional h6: event problem and evaluation codes - additional.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external/exterior visual inspection was performed and passed. Voltage check 0.45 vdc was performed and passed. Pairing with nordic bluetooth device was performed and passed. No data related to the issue was provided. Confirmation of the allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product, or data was provided for evaluation. Confirmation of the allegation, and a probable cause could not be determined. No injury or medical intervention was reported.